Event description:
Boston scientific received information that this subcutaneous system was explanted due to infection. The device and electrode had been implanted for approximately two week. No additional adverse effects were reported and another system to be implanted at a later date. The physician alleged no product involvement regarding the predominately pocket infection. No antibiotics were administered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.